Event description:
It was reported that the pt had loss of stimulation. The transmitters were unable to communicate with the scs receiver. No further information is available eat this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.